Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter appeared broken at the "tip" end after removal. According to the report, the pt had to have emergency surgery to remove the remaining tip of the catheter.